Manufacturer narrative:
The reported event is confirmed. A three way latex foley was returned. White marks were noticed on the catheter and appeared to be used. As the first 10 ml was placed into the catheter, water began to spray out. On closer examination , water was coming out of the drainage eye (functional evaluation). There was no defect in the balloon noticed .a potential root cause could be due to operator error, machine malfunction, machine setting, equipment failure, incorrect recipe, over filling of dip tank, level sensor failure, and/or program error" the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities, 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon raptured after the catheter was inserted. Per additional information received via email on (B)(6) 2019 from ibc representative, it is unknown if there were missing pieces from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured after the catheter was inserted. Per additional information received via email on 12 february 2019 from ibc representative, it is unknown if there were missing pieces from the balloon.